Event description:
It was reported that device entrapment occurred. A rotapro 1.25mm and rotawire drive were selected for treatment. During insertion, friction was noted with the device and the burr was stuck on the wire. Both devices were removed together as one unit. There was not damage noted to the rotawire drive. The procedure was completed and no patient complications were reported.

Manufacturer narrative:
Initial reporter address 1:(B)(6). State: (B)(6). Device evaluated by manufacturer: returned product consisted of the rotawire drive. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device found a kink at 158.5cm from the proximal end of the rotawire. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was able to be removed with resistance, but was not able to be reinserted due to the kink in the rotawire. Product analysis confirmed the reported events, as the returned rotawire was able to be removed with resistance but was not able to be reinserted due to the kink in the rotawire.